Manufacturer narrative:
E1 (facility name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during routine inspection the camera head presented an image issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable watertight defect and two white dots in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that a cable failure caused a communication failure, and the images were not displayed. For the cable watertight defect, it is presumed that this phenomenon occurred due to flooding through a cable hole. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during routine inspection the camera head presented an image issue. There were no reports of patient harm.